Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed a damaged force sensor assembly and an out of calibration force sensor. This report is being made based on the evaluation results.

Manufacturer narrative:
(B)(4).during evaluation the force sensor was found to be out of calibration and the force sensor assembly was found to be damaged.